Event description:
(B)(4).

Manufacturer narrative:
The quadrox-ID pediatric and a custom tubing set was directly involved in the incident which occurred during use. It was reported that the circuit had needed to be changed due to clot formation. The product was requested for the sample investigation. Visual inspection was performed. Due to the contamination of the complaint sample, cleaning according to lv 205 was performed. During cleaning, there were no abnormalities with regard to tightness. After drying, tightness tests for the blood and water side were carried out on the sample in accordance with lv 201 and lv 202. A leak was found during the leak test on the blood side according to lv 201. A pressure drop of 0.4 bar is recorded during 6 hours. In addition according to the photos in the sample investigation report, clotting in the tubing is visible. Thus, the complaint can be confirmed. The customer reported a clot formation in the venous portion of the circuit, which means that blood was already clotted before it entered the oxygenator. Since no leakage at the oxygenator has been reported by the customer, it could be concluded that a mechanical damage might have occurred during the transportation of the sample to our laboratory. Device history record for the tubing set could not be reviewed since the lot number of the set is missing. Device history record was reviewed for the oxygenator ( be-hmod 30000#be-quadrox-ID päd.o.filt.). There were no references found, which are indicating a nonconformance of the product in question. The reported failure was identified as part of the current risk management file (dms #1906296 v19) and the most possible root causes are associated to patient condition, wrong design: inappropriate tubing set surface, user error: inadequate anticoagulation applied. Mitigations for this specific failure are in place as per instruction for use warnings and design specifications in order to reduce of similar failures. Based on the information obtained so far within this investigation, the exact cause of the issue could not be identified. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the complaint definition, customer uses our custom tubing packs and oxygenators for their ECMO patients. The patient has persistant pulmonary hypertension with atrioventricular septal defect. The patient was given heparin at, 100iu/kg (cannulation) and 100iu/kg (priming circuit) twelve hours post commencement of ECMO it was noted that the circuit had needed to be changed due to clot formation. The customer reported clot formation in the venous portion of the circuit. Complaint # (B)(4).